Event description:
It was reported by the practice: customer feels sensation on the top of her head when pressure is applied to her forehead. This was reported to ulthera before second treatment was administered; original treatment (B)(6) 2011, reported no issue. Patient requested and received second treatment, without further issue.